Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in-clinic. Interrogation revealed loss of capture for the right ventricular lead, while a chest x-ray confirmed its dislodgement. During the lead revision, the helix was rapidly turned more than the recommended number of times. As a result, the lead's helix couldn't be extended. The right ventricular lead was explanted and replaced. The patient was stable before, during, and after the procedure.